Event description:
It was reported that the patient presented to hospital due to syncope. The pulse generator could not be programmed, magnet heart rate was 42 per minute. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device had reached end-of-life (eol). Based on settings as received, with consideration to output settings, the theoretical longevity from implant to eol was calculated to approximately 5 years. The device exhibited normal electrical characteristics including normal current drain after connection to an external power supply.